Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis reveals coils fractured approximately 36.5 centimeters from the pin. A severe kink in the poly insulation was seen at this location. This investigation will be updated when additional analysis has been completed.

Manufacturer narrative:
At this time the lead remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments at 374 mm. The conductor coil was fractured at 365 mm on the proximal segment with only the proximal side of the fracture remaining. The coil at the proximal end of the distal segment was severed rather than fractured, indicating that a segment of coil containing the distal side of the 365 mm fracture was not returned.

Event description:
Boston scientific received information that this left ventricular (lv) lead is exhibiting pace impedances greater than 2,000 ohms in all configurations. It has also been noted that there is no capture nor sensing in any configurations. The patient stated that they can feel a "flickering" sensation from the device. This was reproducable when the patient was brought in for their follow up. The local sales representative stated that this device is near elective replacement indicator (eri). A revision procedure will be scheduled in the near future. No additional adverse patient effects reported.

Event description:
Subsequently, additional information has been received from the local sales representative stating that this lv lead has been explanted. It has been noted that this lead was fractured, there was a gap within the insulation. No adverse patient effects noted from the procedure.

Manufacturer narrative:
This investigation will be updated should further information be received.